Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the middle portion of the somewhat tortuous lad artery, the viva balloon ruptured at 2 atm's on the initial inflation. The pt was asymptomatic during this event. A choice pt guidewire (size unk) and an 8f guide catheter (unk type) were used, but the sizes and types of introducer sheath and inflation device used are unknown. It is noted that the viva balloon was not being used to deliver a stent, but to dilate a stent. It was replaced with an hp apollo 2.0/2.5mm catheter to complete the procedure. No pt injuries or procedural complications were reported. Pt status is reported as "good".